Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on stored electrograms; atrial fibrillation/atrial tachycardia at times. The atri al lead remains in use. No patient complications have been reported as a result of this event.